Event description:
Scalpel used during peg tube placement apparently broke with the sharp part of the scalpel landing on the pt's stretcher. Staff member received a cut to her skin when she was assisting with transferring pt to the bed.